Manufacturer narrative:
Additional information/correction to b5: there was no leak observed between the connection point of a cassette and a bag. Additionally, it was clarified, there was no allegation against a cassette (as previously reported). Therefore, the baxter homechoice cassette is no longer a suspect product for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked. This was observed during use of the device for peritoneal dialysis therapy. The leak was further described as ¿machine starts to leak from the color outlet plug when it is washed in 1/4 cycle¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.